Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the rn-charge called to ask if the intra-aortic balloon (iab) should be saved, as it had been removed due to a possible leak. The rn stated the iab was inserted pre-op and when the pt came out of surgery, they began having persistent he (helium) loss 2 alarms. They attempted changing pumps (first pump (B)(4) second pump (B)(4)). They also decreased volume to 30cc and attempted pumping in 1:4 neither of these resolved the alarm. There was no blood noted in the tubing. The intra-aortic balloon pump (iabp) therapy was interrupted. The doctor chose not to reinsert at this time. The rn and clinical support specialist (css) discussed utilizing the bpw (balloon pressure waveform) to assess possible kinking issues, leak tests and other troubleshooting methods. The css asked if the rn had strips available that printed with the alarms. The rn faxed the strips to the css and they discussed bpw assessment. The pt is currently stable with no noted complications.